Manufacturer narrative:
B3 date of event: the exact event date is unknown but it occurred 8 months after the implant surgery.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. It was found that the tubing leading to the right cylinder broke. The pump was removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. It was found that the tubing leading to the right cylinder broke. The pump was removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.